Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmm167 batch number, and no non-conformance were identified.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle detached from the suture during interrupted suturing. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/17/2019. H3 device evaluation summary: it was received for analysis a foil with an empty labeled winding former, two detached needles and a suture piece of product code vcp460, lot mmm167. During the visual inspection of two needles, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and slightly marks were noted on the body needle. The suture piece was examined along of the strand and the impression of the swage area could not be observed due the ends were observed cut. According to the sample condition it was suggest an improper handling of the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. A manufacturing record evaluation was performed for the finished device mmm167 batch number, and no non-conformances were identified. Additional device reported via mw 2210968-2019-81502.